Event description:
Report #1 of 2 received of a leak. A physician was injecting anzemet from a prefilled syringe into the middle y-clave of the set. Upon disconnection, there was a small amount of leakage from the clave. The physician thought that perhaps the clave's silicone poppet stuck down. He attached another syringe, wiggled it, detached it, repeated, and the clave continued to leak. He reportedly lifted the clave port up, and air began to flow into the set through the clave. He lowered the port, capped it with a stand-alone clave, and changed the set. No air reached the pt, and there was no blood backup or leakage. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.